Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third-party service center. The patient is alleging papillary thyroid carcinoma and lymphatic cancer. At this time, no medical intervention has been reported. In addition, foam particles were not observed during the evaluation of the device and the device was scrapped. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.